Event description:
Voluntary medwatch received states that the patient was feeling fatigued. Upon further investigation, it was noted that the right ventricular lead exhibited low pacing impedance. No intervention was performed. The patient experienced no consequences.